Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a patient not shown on station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a single patient was not showing up on single station. A technical support specialist (tss) dialled into the server, then checked that this patient was under different unit and its admitted, also currently the customer want this patient to appear under station (B)(6) which was under unit 6ms1. Then the tss checked that this patient under 6ms1 unit was already being discharged, that was the reason why they cannot see the patient. Then the tss informed the customer about this, and he acknowledged. The system functioned as intended after the technical support specialist troubleshoots the device.